Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. No lot number was provided, so review of the device history record could not be performed. Review of provided information concluded that there the root cause for this event cannot be determined, and further investigation cannot be performed with the information provided. The issue will continue to be tracked and trended. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Event description:
It was reported that a revision surgery was performed due to pain and disconnection of the right and left blockers from autostable hook.